Manufacturer narrative:
Updated; fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors was implanted in a patient for the endovascular treatment of an aortic aneurysm.   It was reported that a symptomatic type ia endoleak was noted post the index procedure and the physician performed an open surgical repair as treatment. The cause of the event is unknown. No additional clinical sequelae were reported.